Manufacturer narrative:
The field service engineer (fse) observed a small stream of diluent leaking from tubing at the bottom sheath port of the flow cell causing the ls offset errors. The fse replaced the tubing to resolve the leak. He also installed a collar on the tubing for extra support. Startup, background, latron and 6c controls all within specifications. (B)(4).

Event description:
The customer reported they discovered about ½ cup of clear fluid leaking under their coulter lh 780 hematology analyzer onto the counter. Prior to discovering the leak, the lh780 gave ls offset errors. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.